Event description:
It was reported that the patient had reported seeing a red call doctor icon on their communicator. This cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range pacing impedance measurement, measuring greater than 2000 ohms in the right ventricular (rv). No adverse patient effects were reported. This device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had reported seeing a red call doctor icon on their communicator. This cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range pacing impedance measurement, measuring greater than 2000 ohms in the right ventricular (rv). No adverse patient effects were reported. This device and rv lead remain in-service.